Event description:
Reporter indicated that ten months after implantation with ventricular lead, no ventricular output in the ddd or vvi mode was seen; including when the magnet was applied. The ventricular lead impedance measured "high ohms." An x-ray did not show any apparent fracture or disconnection and the lead tested ok - when tested invasively. The device was explanted. Date of event unk.

Manufacturer narrative:
Closed on 10/21/96- test o.k. The device was subjected to electrical/mechanical function testing, environmental stress testing, and connector dimensional analysis. Normal pacer operation was observed. The pacer is operating within new pacer specifications.